Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced gastrointestinal symptoms after receiving six shocks and went to the hospital to be evaluated. Therapy was noted to be potentially inappropriate for atrial driven arrhythmia. The device withheld therapy for four minutes prior as the rhythm was atrial fibrillation (af) with conduction in the ventricular tachycardia (vt) zone with 98 to 99 percent rhythm ID match. The match dropped to 0% and appeared to be a brief vt episode though the device immediately delivered anti-tachycardia pacing (atp) and shocks. It was noted on the right ventricular (rv) lead each shock impedance measurement was greater than 125 ohms and the trend showed one measurement at 160 ohms earlier this month. The shock lead impedance has been gradually increasing since implant. The pacing impedance measurement has been stable and within range. Technical services (ts) has been consulted and at this time there has been no additional information provided. The device and lead remain in service. No additional adverse patient effects were reported.